Event description:
It was reported that during a check of the epg (external pulse generator), the knobs were found to be completely broken/missing. The epg was returned for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
Approximately  6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions. (B)(4).

Manufacturer narrative:
Further analysis was performed on this device. This analysis found that cross-sectioning showed discontinuous compacted layers of pulverized and oxidized tin and lead at both the pin and the flex solder surfaces at the contact areas between the pins and the flextape solder pads. This is evidence of fretting corrosion and is the reason for the resistance increase and variability of contacts in the connectors.

Event description:
It was reported that during a check of the epg (external pulse generator), the knobs were found to be completely broken/missing. The epg was returned for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the knobs and knob springs were missing. It was also noted that the upper and lower cases, high rate cover and the battery drawer were broken, the main clear cover, side bail covers and side bails were missing, the battery latches and battery drawer o-ring were contaminated, the serial number label was damaged, the main printed circuit board (pcb) and interconnect flex were out of electrical specification, and the high rate keypad arrow keys were not functioning. (B)(4).